Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted a loss of prime warning. The pump was allegedly primed again following the warning, and the warnings did not recur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump black box data recorded from the event date was overwritten due to continued use; however, a loss of prime was recorded following a rewind step. The pump was not primed within three minutes of the rewind step, which caused the loss of prime warning. A loss of prime was not duplicated during testing. The force sensor calibration reading was within specifications.